Event description:
The customer reported that the system would not bootup. No patient injury was reported.

Manufacturer narrative:
The ge service rep believed that the software was corrupted and was repaired. He reloaded the software and verified operation of system. The system is functional as intended.